Event description:
Per the info provided to co by the physician's office, the device was removed due to a "malfunction". Upon receipt of co's office and stated, "pt was implanted with a an inflatable penile prosthesis approximately 5-6 years ago. Md was not the implanting physician. The pt's device was leaking and it deflated. Md replaced the existing device with co's 3 piece inflatable penile prosthesis".